Manufacturer narrative:
The customer stated that the control syringe unscrews and pops off the back of the manifold halfway through the procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of.

Event description:
The control syringe unscrews from the manifold and it is unable to stay connected.